Event description:
An alarm was reported by the caller, specifically an alarm 2 followed by an alarm 26 due to an occlusion issue. The customer's blood glucose level was confirmed not to exceed 500 mg/dl, and there was no adverse impact reported. The customer was instructed to disconnect the tubing, tighten the connection, and deliver a 5-unit bolus, which led to the issue being resolved after changing the cartridge. There was a follow-up advised due to the occlusions.